Manufacturer narrative:
No audio/beep anomaly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed self-test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin squirted out during a manual prime of the customer's insulin pump, that the pump piston continued to move after contact with the reservoir, and that the customer could not exit the prime loop of the insulin pump. There was no significant event reported as leading up to the alarm. The insulin pump will be replaced. The customer's blood glucose value was not reported.